Manufacturer narrative:
The complainant was unable to provide the suspect device upon and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had developed infection at the stoma site. On (B)(6) 2016 the patient was prescribed an antibiotic (keflex.) Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.